Manufacturer narrative:
Product investigation is in progress.

Event description:
Half of it stuck inside me - vagina [foreign body in reproductive tract] the tampons break, they break in half [device breakage] had half of it stuck inside me and it was very difficult to remove it [complication of device removal] case narrative: consumer reported via phone that the tampon broke in half leaving it stuck inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half of it stuck inside me - vagina [foreign body in reproductive tract]. The tampons break, they break in half [device breakage]. Had half of it stuck inside me and it was very difficult to remove it [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke in half leaving it stuck inside of her. No serious injury was reported.